Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral cyst female on (B)(6) 2010, ectopic pregnancy in 2007, appendectomy in 2000, gravida ii, parity 2 (B)(6) 2001, (B)(6) 2009) and recurrent abortion. Current weight 170 lbs (B)(6) 2010-pathology report diagnosis. Left periurethral cyst, excision: 1. Squamous lined periurethral space see comment 2. Negative for dysplasia or malignancy. Concurrent conditions included obesity, painful urination and bladder infection. Concomitant products included escitalopram oxalate (lexapro) from 2015 to 2018 and fluoxetine hydrochloride (prozac) from 2015 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tooth fracture ("dental problems-teeth were cracking and breaking"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), panic attack ("panic attacks"), dyspareunia ("dyspareunia (painful sexual intercourse)"), breast pain ("breast pain"), fatigue ("fatigue"), vision blurred ("vision problem-blurred vision"), breast discomfort ("hormonal changes-breast fullness"), depression ("depression"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and anxiety ("psych injury-anxiety") and was found to have weight increased ("weight gain"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced back pain ("pain lower back pain/right side"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis,"). On an unknown date, the patient experienced breast tenderness ("breast tenderness"). The patient was treated with antidepressants, ethinylestradiol; norethisterone acetate (junel), surgery (salpingectomy (unilateral), hysterectomy (full)), glasses and root canal and crowns. Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal distension, back pain and breast tenderness had resolved, the panic attack, adenomyosis, breast pain, fatigue, vision blurred, weight increased, breast discomfort, depression and tooth fracture outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, adenomyosis, anxiety, back pain, breast discomfort, breast pain, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, panic attack, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion date on (B)(6) 2010 (discrepancy noted) leave taken from this job or other job for medical reasons- hysterectomy insertion details- right tube-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs+ mr received- lot number were added. New events breast pain, abnormal bleeding (vaginal), panic attacks, adenomyosis, depression, breast tenderness were added. Pt of hormone level abnormal updated to breast discomfort. Pt of psychological trauma updated to anxiety. Pt of visual impairment updated to vision blurred. Pt of tooth disorder updated to tooth fracture. Pt of gastrointestinal disorder updated to abdominal distension. Outcome of anxiety updated to recovering / resolving. New reporters, height, weight, medical history, treatment and concomitant drugs were added. Event device ineffective is deleted because device inserted only in right tube and the left tube had been removed previously due to an ectopic pregnancy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral cyst female on (B)(6) 2010, ectopic pregnancy in 2007, appendectomy in 2000, multigravida, parity 2 ((B)(6) 2001, (B)(6) 2009) and recurrent abortion. Current weight 170 lbs (B)(6) 2010-pathology report diagnosis. Left periurethral cyst, excision: 1. Squamous lined periurethral space see comment 2. Negative for dysplasia or malignancy. Concurrent conditions included obesity, painful urination and bladder infection. Concomitant products included escitalopram oxalate (lexapro) from 2015 to 2018 and fluoxetine hydrochloride (prozac) from 2015 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tooth fracture ("dental problems-teeth were cracking and breakimg"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), panic attack ("panic attacks"), dyspareunia ("dyspareunia (painful sexual intercourse)"), breast pain ("breast pain"), fatigue ("fatigue"), vision blurred ("vision problem-blurred vision"), breast discomfort ("hormonal changes-breast fullness"), depression ("depression"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and anxiety ("psych injury-anxiety") and was found to have weight increased ("weight gain"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced back pain ("pain lower back pain/right side"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis,"). On an unknown date, the patient experienced breast tenderness ("breast tenderness"). The patient was treated with antidepressants, ethinylestradiol;norethisterone acetate (junel), surgery (salpingectomy (unilateral),hysterectomy (full)), glasses and root canal and crowns. Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal distension, back pain and breast tenderness had resolved, the panic attack, adenomyosis, breast pain, fatigue, vision blurred, weight increased, breast discomfort, depression and tooth fracture outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, adenomyosis, anxiety, back pain, breast discomfort, breast pain, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, panic attack, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2010 (discrepancy noted) leave taken from this job or other job for medical reasons- hysterectomy insertion details- right tube-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), visual impairment ("vision problem") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral),hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and dyspareunia had resolved and the psychological trauma, hormone level abnormal, fatigue, tooth disorder, visual impairment, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, hormonal changes, fatigue, dental probs., vision problem, weight gain, gi conditions, right occlusion only. Laboratory data was added. Outcome of dysmenorrhea cramping), dyspareunia and menorrhagia (heavy menstrual bleeding) were added. Essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.